Event description:
It was reported that the svc coil was fractured. During the lead extraction, the svc vessel perforated and the patient was sent to the ICU. A week later, a new system was implanted and no further patient complications have been reported. A mw report stated the fractured lead was removed, the right atrium and svc were repaired and temporary leads were placed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.